Event description:
It was reported that the patient went to the ER due to multiple shocks. The rv lead had static (interference), intermittently high impedance, and failure to capture. The lead was capped. No further patient complications have been reported as a result of this event.